Manufacturer narrative:
The customer has informed siemens that there have been no other discordant results obtained on the immulite 2000 xpi instrument since the falsely high cea result. Siemens is investigating the issue.

Event description:
The customer obtained a falsely high result for the carcinoembryonic antigen (cea) assay on the immulite 2000 xpi. The sample was first run neat on the immulite 2000 and the value was high. The sample was then repeated on an alternate platform and on the same immulite 2000 xpi instrument twice and the values were lower. The initial and repeat results on the immulite 2000 xpi were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely high result obtained on the immulite 2000 xpi instrument.

Manufacturer narrative:
Initial MDR 2247117-2016-00020 was filed on 4/1/2016. Additional information (4/20/2016): a siemens field service engineer was dispatched to the customer site. The fse checked the centrifuge, tube lifter, water pump, vacuum pump, and all other tubings and found no instrument malfunction. In addition a siemens headquarters support center (hsc) reviewed the instrument files provided by the customer. The files did not reveal an instrument malfunction, or any other issues with the instrument the day the discordant high result was obtained. The cause of the falsely high result is unknown. The system is performing according to specifications. No further evaluation of the device is required.